Manufacturer narrative:
Block e1: (initial reporter city): the reported health care facility's city is (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results: the returned speedband superview super 7 was analyzed through visual evaluation, which noted that the ligator housing was not returned. No visible damage was observed in the handle section. The slack was not taken up, and the handle showed evidence that the trip wire was secured to the post. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. The most probable cause of the reported problem cannot be established due to lack of evidence. The ligator housing was not returned for analysis, preventing identification of any potential device defect. Additionally, without proper evaluation of the device, the most probable contributing factors remain unknown. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic ligation of anorectal hemorrhoids procedure performed on (B)(6) 2025. During the procedure, when the fifth band was deployed, it was found that the fifth and sixth bands were intertwined, preventing the fifth band from being released. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (initial reporter city): the reported health care facility's city is (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic ligation of anorectal hemorrhoids procedure performed on (B)(6) 2025. During the procedure, when the fifth band was deployed, it was found that the fifth and sixth bands were intertwined, preventing the fifth band from being released. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.